Event description:
During an attempted implant, when the pace/sense lead was connected to the device, a lead impedance >2000 ohms was measured. MFR's rep also reported that the physician experienced difficulty in connecting the lead into the connector ports. When the pace/sense lead impedance was measured with a psa, the impedance was approx 400 ohms. The physician elected not to implant this device.